Event description:
It was reported that during a chronic total occlusion (cto), heavily calcified proximal left anterior descending coronary artery intervention, the trek rx balloon dilatation catheter and a buddy wire were used as support for a ht balance middle weight universal ii guide wire. During advancement, the guide wire wrapped around the balloon dilatation catheter causing the balloon to tear. The devices were removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. Another trek balloon dilatation catheter was used successfully to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The universal bmw ii referenced is being filed under a separate manufacturing report number.